Event description:
The user facility reported to terumo corporation that during cardiopulmonary bypass, a fontan procedure, the gas exchange performance of the oxygenator was not effective. The partial pressure of oxygen was less than 50 mmhg, and the partial pressure of carbon dioxide was more than 60 mmhg. Once the fio2 (fraction of inspired oxygen) was adjusted to 100 percent and gas flow was increased, the performance of the oxygenator gradually improved. The patient is known to be in stable condition. No known impact or consequence to patient. The device was not changed out. The surgery was completed successfully.

Manufacturer narrative:
A visual inspection of the actual sample revealed no anomalies or breaks which would have contributed to insufficient gas exchange performance. The fiber winding was visually inspected, and no irregularities were found. The gas transfer performance was tested by circulating bovine blood, and no anomalies were revealed. The obtained values met terumo specifications. A review of the device history record revealed no indication of production related anomalies. The investigation results verified that the actual sample was within specification. From the available information, the cause of this complaint cannot be determined definitely. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.